Manufacturer narrative:
Corrected d10, g4, h3, h6(methods, results, conclusion), h10. A review of the device history record for (B)(6) was performed from the date of manufacture 04/28/2019 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had an issue with the screen being blurry/shaky when in use. No patient involvement was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had an issue with the screen being blurry/shaky when in use. No patient involvement was reported.